Manufacturer narrative:
The insulin pump was received with a grinding motor noise anomaly noted during displacement test due to faulty motor. No unexpected excessive no delivery alarms or a33 alarms noted during our testing. The insulin pump passed displacement, rewind, prime/a33, basic occlusion, occlusion and excessive no delivery tests. The insulin pump has cracked lcd window, cracked case at the lcd window corners, cracked reservoir tube lip and scratches on the reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported, the customer had excessive no delivery alarms and frequent compromised force sensor system alarms on the insulin pump. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.